Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and deformity/ disfigurement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and deformity/ disfigurement,

Event description:
Healthcare professional reported "malposition/flipped". Healthcare professional later reported "unhappy with current symmetry: right breast is substantially larger and wider than the left", "contour irregularities bilaterally with deficiency in the right upper medial pole", "soft tissue deficiency in the upper medial pole on the right with some visible rippling", "small degree of synmastia at the lower aspect of the breasts", "constricted upper pole", "capsular contracture grade unknown", "deformity and disproportion of reconstructed breast". This is for the right-side device. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of flipping, symmastia, device wrinkling, unsatisfactory result, visibility/palpability and wrinkling of the skin was received on march 18, 2025, with lot number 3086270. Based on the device analysis grid, the assessments of the complaint are: ¿ flipping: unable to observe as it is not related to the manufacturing process. ¿ device wrinkling: observed. ¿ symmastia: unable to observe as it is not related to the manufacturing process. ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ wrinkling of the skin: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "malposition/flipped". Healthcare professional later reported "unhappy with current symmetry: right breast is substantially larger and wider than the left", "contour irregularities bilaterally with deficiency in the right upper medial pole", "soft tissue deficiency in the upper medial pole on the right with some visible rippling", "small degree of synmastia at the lower aspect of the breasts", "constricted upper pole", "capsular contracture grade unknown", "deformity and disproportion of reconstructed breast". This is for the right side device. The device has been explanted.